Manufacturer narrative:
Product complaint # (B)(4).investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.device history lot : product code 121722050, work order (B)(6) was manufactured on 28-nov-2013. 10 parts were manufactured per specification and all raw materials met specification. Scrap: there was no scrap associated with this lot. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Non-conformance: there were no non-conformances associated with this lot. Work order (B)(6) was issued from raw material lot 7784948. Product code 121722050p, work order (B)(6) was manufactured on 06-nov-2013. 10 parts were manufactured per specification and all raw materials met specification. Scrap: there was no scrap associated with this lot. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Non-conformance: 1 non-conformance associated with this lot. Nc-035135 is related to a ti-porocoat furnace shear bar visual failure. There is no correlation between this non-conformance and the failure mode of the complaint.

Event description:
Event description stated, "patient underwent primary bilateral total hip replacement". Was the revision surgery bilateral as well? The original surgery was a bilateral. This revision surgery is for the right hip only. The left has not required a revision. If yes; please provide the date of revision and the product details of the explanted depuy implants of each side. Na. If no; please advise which was the affected side. Right. Do you believe there was any impingement before the disassociation event? Or was it a result of the liner coming out of the cup? Hard to tell, but the feeling from the surgeon is that perhaps the original liner was not engaged. At time of opening the hip the liner was free floating and when the surgeon tried to impact the new liner, it actually slipped and did not engage (due to surgical tech/ exposure) and another liner was used. This let to the thought that perhaps the original implanting surgeon may have done the same.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary bilateral total hip replacement approximately 4 years ago where a corail stem, pinnacle cup with ceramic heads and poly liners were utilized, (surgeon and date unknown). Patient has presented recently reporting pain for the past few months and most recently more acute pain and a squeaking sound. X rays appear to show some form of poly liner breakdown with asymmetric wear. On opening the hip it appears that the poly liner has dissociated from the pinnacle shell (it was suspected that the liner may not have been properly engaged at time of index surgery there has been breakdown of the poly and the ceramic head appears to have articulated with the metal shell. The shell was examined for damage and a decision made to leave the cup in situ and implant a new poly liner and ceramic head as this was a bilateral case it is difficult to determine which product were implanted into which hip. Patient consequences: pain, squeaking, poly liner impingement and dissociation.